Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, the patient underwent an aortic valve replacement procedure where this 23 mm sjm trifecta valve was implanted. On (B)(4) 2014 the patient was admitted with a sternal infection and treated with intravenous antibiotics. On (B)(4) 2014, the valve was explanted due to staphylococcus aureus endocarditis. A 21 mm tissue valve from another manufacturer was implanted.